Event description:
The reporter indicated that when attaching the lead to the pacemaker, no pacing was seen and telemetry read high ohms. Device reprogrammed to unipolar and put back into the pocket. Still no pacing spikes were seen. The device was disconnected and reconnected several times with no effect.